Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Loss of capture was observed. Sensing and impedance were also down. A lead revision procedure was performed. The lead was explanted and replaced with another boston scientific rv lead. No adverse patient effects were reported. It is unknown if the lead will be returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.